Event description:
It was reported while using nuc 5i5 os image bow 2.x, there was misassociation of 1 patient sample number. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: it was reported by the customer that the wrong account number with the same accession number was scanned into the instrument. Customer called back. Performed an association change to move the accession # to the correct patient and the test to the correct accession #. Determined that the customer had scanned the patient label instead of the accession label, causing the patient ID to be listed as the accession #. Ensured customer's configuration settings were correct to tell epicenter (443971/(B)(6) that accession #s are reused every 30 days. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of august. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported while using nuc 5i5 os image bow 2.x, there was misassociation of 1 patient sample number. No adverse impact was reported regarding the patient or user.